Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that stimulation was lost and the programmer displayed the "replace generator" error message. As such, ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical procedure took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.